Manufacturer narrative:
Product was not received for evaluation. Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. The incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer claims her boyfriend was laying on the heating pad. She alleges the heating pad burned a hole through a pillow. No injuries were reported with this incident.